Manufacturer narrative:
The reporter's phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device could not be secured, the motor failed safety assessment and the teflon seal was protruding from the swivel. It was also observed that the pawls were worn out and the lock cylinder and pawl release were damaged. Therefore, the reported condition was confirmed. It was determined that the assignable root cause for the component damage (could not secure cutter device) was determined to be due to failure to follow directions for use by running the device in the safe or load positon which is also classified as misuse, abuse and or user error. The root cause for the protruding teflon seal was due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during weekly testing, it was observed that the burr devices were loose on the motor device. During in-house engineering evaluation, it was observed that the cutter device could not be secured by the motor device. It was further determined that the motor failed safety assessment and the teflon seal was protruding from the swivel. It was also observed that the pawls were worn out and the lock cylinder and pawl release were damaged. It was unknown if there were any delays to a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.